Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about a week and a half ago. Patient stated they couldn't set the recharger in the right spot and it would take them about 20 minutes to get the implant to charge. Patient stated they would get poor recharge quality try again and reposition. Patient state the cord right above the paddle would get really hot very quickly. Agent instructed patient to check for damage; patient noted cord had been splitting for a long time. Patient noted they put electrical tape on the cord because the cord was bent and they could see the wires. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6) product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, intermittent no device found message was observed. Visual observation noted cable insulation is frayed/peeling away on the connector cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.